Event description:
Reportedly iabp alarmed and printed out low battery at approximately one minute into flight. Pump was plugged into a electrical outlet and the low battery alarm ceased. The equipment was functioning. Upon arrival to destination, it was noted that the iabp was not functioning on battery when unplugged for off loading patient from aircraft. This device belonged to the transferring facility.